Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia prior to the procedure, the space was aspirated and hydrodissection was performed. The gel was placed without issue. After the procedure, gel in blood vessels was observed on post procedure scan. The patient condition was stable and there was no patient complications reported as a result of this event.